Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: lot #? Mab769 . When event occur? Pre-op? Or intra-op? Intra op . Did the needle piece break and fall into patient? No . If yes, was it removed? Na. And how? Na. What was the size of the needle used? Na. What part of needle was the breakage noticed ( i.e. Swage, central portion of needle, tip of needle)? Needle broke at top where the suture part starts any patient consequences ae report intra or post-op? No . Any medical/surgical intervention, additional procedure required to locate and /or remove needle? No . If yes, please specify what was done? Na. Was procedure completed successfully? And how? Surgery completed with same like product out of the same box . If needle still inside patient, what tissue is it located at? Na. Patient current condition? Patient's condition is excellent. Any actual opened/unopened or representative sample available to be returned for evaluation? Samples will be returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent and unknown dental procedure on an unknown date and suture was used. The needle broke during tissue passage. No adverse patient consequences.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: an empty opened foil, a paper lid, a winding former with eight parked needle/suture combinations of product were returned for analysis. A failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.